Event description:
Post op a sleeve gastrectomy procedure, there was a post-op leak. The did not perform a leak test in the case. The surgeon states that he covers the staple line with omentum. He never performs a leak test but the upper gi was clean. The patient presented with sudden pain on post op day three after drinking fluids which prompted the surgeon to believe there was a leak. The patient was re-scanned on extravasation and air bubbles were noted. A j-tube was placed. The patient was placed on IV antibiotics and put on npo status. The patient was afebrile and had a normal wbc. The patient was discharged home three days later without any further complications.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.

Manufacturer narrative:
(B)(4). Second reload. Batch# k5cc9k. Expiration date: 5/28/2018. Manufacturing date: 6/28/2013. Two sterile cartridges were received for analysis. The analysis results showed that the reloads were received unfired and inside its sterile package. The reload were tested for functionality with a test device. The functional test demonstrated that the staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.